Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient experienced syncope and presented to the hospital. Electrocardiogram revealed intermittent capture. Chest x-ray revealed the lead was dislodged. The lead could not be repositioned due to difficulty in extending the helix. The lead was explanted and replaced. The patient¿s condition was stable post procedure.